Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Performance data from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies found on save to disk. Noted that save to disk file collected upon device interrogation on 2014-07-01 indicated a battery status of good with most recent battery voltage of 3.698v. (B)(4).

Event description:
It was reported that the patient's implantable cardiac monitor was unable to establish telemetry with a programmer and the patient activator. The icm was explanted. No patient complications have been reported as a result of this event.